Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 5.5 cm and at 21.5 cm from the connector pin, due to friction with another device, which could cause the noise problem.

Event description:
It was reported that the atrial lead exhibited noise due to rib clavicle crush or an insulation break. Further investigation of the lead was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.